Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the germany. During the needle change on (B)(6) 2024, a large hematoma (diameter 10 cm) was noticed for the first time. There was also an induration in the subcutaneous fatty tissue at the infusion site. In addition, it was recommended that the infusion site can be treated with urea cream and massaged with a massage ball. Patient was informed about alternative infusion sites. No further information available.